Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: update 24-feb-2021: the investigation was re-opened due to nr-0156854. Examination of the returned device confirmed the packaging was damaged. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the DHR review identified the following: product code 150680003, work order: (B)(4) was manufactured on the 08 july 2020. 20 parts were manufactured per specification and all raw material met specification. There were no non-conformances (nc) found to be associated with work order: (B)(4). There were no scrap parts found to be associated with work order: (B)(4). There was no reprocessing associated with work order: (B)(4).

Manufacturer narrative:
H7 and h9: recall number provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when nurse went to open the size 3 rp tibia, the packaging was hard plastic and looked like it was exposed to heat as it was pressurized. Surgeon asked for a new implant.